Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure a use error.

Event description:
On 1/28/2022, it was reported by a sales representative via email that an ar-13995n scorpion needle tip broke during a procedure and another ar-13995n scorpion needle broke on the back table. This was discovered during a procedure. Case was completed successfully without further issues. Additional information received 2/2/2022: this was discovered during a rcr procedure and sales representative has confirm that the scorpion needle did break inside the patient and the tip was not recovered, part remains in patient.